Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. The case was completed with radiofrequency. It was noted that the symptoms remained when the patient left the catheter lab. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information received indicated that the patient was discharged as scheduled, and the patient's phrenic nerve palsy (pnp) did not recover. The patient's condition will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed 13 applications were performed with the balloon catheter without any issue on the date of the event. The physical device was not returned for analysis/ investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.